Manufacturer narrative:
(B)(4). Date sent 11/21/2023. D4 batch #unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information received: anvil remained in the esophagus after device removal: this happened once, after a complicated removal. They had to remove the anvil with a kind of grasper. The anvil actually remains in place in the esophagus... Quite simply because there was no stapling sequence carried out. So it's normal that she stays in her place. The fault is that the trocar retracts when closing the device, disengages and prevents stapling. The above sentence is intended to mean that the anvil remains in the esophagus after stapling and during removal of the device. Anvil remained in the esophagus after device removal: this happened once, after a complicated removal. They had to remove the anvil with a kind of grasper. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an esophageal cancer procedure, the device had difficulty passage of the tip of the device through the tissues. Once passed, and after clicking into the anvil, when closing the device the trocar separates from the anvil and it retracts automatically, autonomously and entirely into the device. The surgeon is obliged to take out the device to check and start passed the tissues again. Holding the opening/closing button of the device improves the passage of tissues by keeping the tip of the trocar in its place but it absolutely did not solve the problem of disunion of the trocar and the anvil during the closing sequence. The second attempt worked, the stapling sequence could have been made. However, removing the stapler after stapling is perilous despite the movements for removal as well as the opening of the device after 2 complete revolutions in the counterclockwise direction. The surgeon had to open an additional half-turn and force the device to disengage it. Observation of the complete donut, negative methylene blue leak test. For the moment, no patient consequences.